Event description:
It was reported that the ilet pump was accidentally dropped after the patient was bumped, resulting in a cracked and unusable screen with a partially black touchscreen, consistent with device mechanical damage to the display. Symptoms included no injury. Outcomes included interruption of normal device use and the need for device replacement. Investigation included a review of the event details and return logistics for evaluation. Investigation of this case revealed physical impact damage to the screen consistent with user-inflicted accidental damage. It was concluded that the event was attributable to accidental physical damage, not a device malfunction.